Event description:
It was reported that patient underwent total hip replacement surgery in 2007, during which he received a durom acetabular component. Post-op patient reports he has been experiencing pain and he underwent revision surgery in 2008.